Manufacturer narrative:
Additional information: unique device identification (UDI) provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Missing UDI number. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the computer was started once, however, after that, even though the computer was restarted, the event that the system was unresponsive occurred repeatedly. The site used a back up computer to finish the case. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the computer was no longer in service. It was not replaced.